Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4)the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 a very liquid cement was mixed with the pressure fluid and the piston of the pressure pump was defective due to which the pressure fluid flowed into the upper piston. Augmentation could not be completed with the desired height with a delay of (5) - (10) minutes. This report is for (1) confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is september 22, 2021. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 283910000, lot: 315478. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: july 26, 2021. Cement number: product code : 183901001 / batch : 9781015. Visual inspection: the confidence spinal cmt sys, 11c was returned and received at us cq. Upon visual inspection, hydraulic pump, cement reservoir, mixer, and needles were returned from the kit. The cement inside the reservoir and mixer was observed to be hardened. No issues were identified with the returned device that could impact the device functionality. Functional test: a functional assessment could not be performed on the complaint device due to the hardened cement. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection were detected. The retain samples testing was performed on the lot 9781015. The result of the testing revealed no deviations. Dimensional inspection: a dimensional inspection was not performed as the internal components of the pump and the connector were inaccessible without destruction of the device. Document/specification review: the current and manufactured to, revisions of d.rawings were reviewed: confidence - final package assembly, cmw, confidence cement reservoir and mixer kit, confidence pump assembly, confidence pump body assembly, confidence sub-assembly pump body, confidence elbow connector v3 body. Investigation conclusion: the complaint condition was not confirmed for the confidence spinal cmt sys, 11c. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. The confidence spinal cement system kit¿s instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. The unopened product should be stored at 68° f (20° c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9; h4 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.